Event description:
Complication in site preparation, no thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, bad vascularity.